Event description:
It was reported that the rv lead was replaced due to oversensing of noise and an apparent lead fracture. No patient complications were reported as a result of this event. Additional information reported the lead was capped due to high threshold, high impedance, and dislodgement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.